Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Device evaluation: the lens was returned in liquid in vial. Visual inspection found the lens optic torn. The cartridge was returned and there was no visible damage to the device. A portion of the lens was stuck in the cartridge. (B)(4).

Event description:
The reporter indicated the surgeon inserted a cq2015a collamer three piece lens, +15.5 diopter, and the haptic tore. The incision was enlarged and the lens was cut to remove from the patients eye. Another same model lens was implanted, but it also tore, see MFR report # 2023826-2019-01747. A 3rd collamer three piece lens was implanted successfully. The cause of the event was user error. At one day post-op, patient was in satisfactory condition.